Event description:
It was reported that the customer received a motor error alarm on the insulin pump during rewind. The customer's blood glucose level was unspecified but reportedly normal. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.